Event description:
This is a spontaneous report by a baxter employee nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd2 ambuflex and dianeal pd2 ultrabag (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis, not requiring hospitalization. On an unreported date, the patient was given fortum injection treatment 1 gm IV once a day. The cause of the peritonitis was unknown. It was unknown whether the event of peritonitis resolved. It was not reported whether dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies were continued. Concomitant medication was not reported. The reporter believed the event of peritonitis was unrelated to dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.